Event description:
It was reported a continu-flo solution set leaked. While in the cardiac and thoracic critical care unit (ctccu), the nurse noted the patient developed ¿new onset hypotension with no precipitating factors.¿ during the assessment of the lines, the nurse noted ¿the dobutamine line had become disconnected and slipped out of place a needleless access port.¿ furthermore, the medicated solution was observed to have pooled on the floor with blood backing up into the dobutamine line. The nurse ¿had an extra bag of dobutamine at bedside and immediately switched the line out.¿ the patient required ¿high-dose dual vasopressors (norepinephrine and vasopressin) and IV pushes of phenylephrine by the physician¿s assistant to maintain an acceptable mean arterial pressure (map). The patient's ¿pressor requirement¿ stabilized upon the reinitiation of the dobutamine drip. The total duration of hemodynamic instability was 5 minutes. The estimated blood that had backed up was less than one ml. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection, the tubing was observed separated from the second y-site clearlink in the upstream part. Upon further inspection, there was a lack of solvent noted to the tubing. The solvent does not appear to be applied uniformly. The reported condition was verified; however, the cause of the condition could not be determined at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: upon device evaluation, the cause of the event has been found to be there is a lack of solvent application at the tubing, the solvent was not applied in all the circumference of the tubing. Also, there was low insertion depth of 0.1655 inches. All product lots must pass acceptable quality levels (aql) and final testing prior to release. Additional controls are in place through the procedures such as test methods for in-process and final release testing, validation of manufacturing processes, and procedures for proper assembly, packaging, and handling of products to ensure products meet specifications prior to distribution. The reported condition was verified. The cause of the event was due to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.